Event description:
I had lasik eye surgery on (B)(6) 2022. After my procedure it felt like there was something in my right eye and it was swollen soon after I returned home. At 0400 on (B)(6) 2022 I had intense right eye pain. I called the on call emergency number, left a message and never received a return call. I had a follow up appointment at 1030 on (B)(6) 2022 and was told that I needed to get to (B)(6) for a flap lift at the office there because my flap had moved. I had a second right eye procedure that day. This was with (B)(6). FDA safety report ID # (B)(4).